Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead showed high impedance and high ventricular threshold. The lead was capped on (B)(6) 2016 and replaced. Patient is stable.